Event description:
It was reported that during a stenting procedure, wire detachment difficulties were encountered. The lesion being treated was located in a small, calcified proximal obtuse marginal (om). The pt2 guide wire was advanced to the lesion without any noted difficulties. It was noted that during the procedure, the wire tip had prolapsed. Upon removal, the tip of the wire remained in the vessel. As the wire fragment is in a distal area of the small vessel no additional intervention is possible, however, in the opinion of the physician the fragment is considered secure. The procedure was completed with this device. Patient status was reported as 'fine'.

Manufacturer narrative:
.